Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; however, blood was noted in the helix mechanism on visual inspection.

Event description:
It was reported during the procedure that the doctor "extended and retracted the helix at least 12 times" and said the lead was "bad." The lead was not implanted. No patient complications have been reported as a result of this event.